Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and inspection did not reveal any damage. The instrument passed electrical continuity. The instrument was placed and driven on an in-house system the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument passed the cautery test on 3 of 3 attempts. No smoke observed on the upper part of the hook. No damage found during weld inspection. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the surgical team reported observing smoke coming from the upper portion of the 8mm permanent cautery hook instrument. There were no reports of any instrument fragments falling into the patient. The procedure was completed, and there was no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that no arcing was observed; however, smoke was seen. The issue was resolved by replacing the hook instrument with a new one.